Event description:
It was reported that the patient underwent a tlif using rhbmp-2/acs and a peek interbody device. At an unknown time post-op, the patient developed severe back pain and recurrence of leg pain. A fluid cyst formation within the spinal canal was seen on MRI. The cyst extended from the region of the posterior aspect of the cage into the canal and toward the area of the excised facet point, resulting in compression of the exiting nerve root. The cyst was aspirated under CT guidance and injected with steroid.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.